Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced warming/stinging sensation at the ipg site due to infection. As a result, patient underwent surgical intervention wherein the entire system was explanted. Patient was prescribed oral antibiotics to address the infection.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.